Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. A partial lead was returned in two segments for analysis and insulation damage observed. Due to explant damage to the outer insulation, final analysis found exposed conductors at 8.6-10.8 cm from the distal tip. Internal insulation abrasion was noted at 11.6-12.6cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.